Event description:
About 1 year and 4 months after the primary surgery, the patient came in presenting instability as a result of loose ligaments and the cause is unknown. There are no indications of trauama. The surgeon revised the 12mm insert to a 17mm insert to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 march 2026: lot 2401925: (B)(4) items manufactured and released on 01-mar-2024. Expiration date: 2029-feb-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.